Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of manufacture is unknown. The date listed is he date when abbott diabetes care became aware of this event.

Event description:
On (B)(6) 2011, a customer reported she had received a blank screen on her freestyle lite glucose monitoring system. The customer reported that while at home on (B)(6) 2011, she could not obtain any readings and that "the meter was not working." The customer reported experiencing symptoms of dizziness, sweating, and irregular heartbeat. At 4:30 pm on the same date, (B)(6) 2011, the customer experienced "blood sugar dropped and had symptoms of low blood sugar. Could not test and then fainted. Paramedics were called by a friend and then the customer was taken to the hospital." The customer reported experiencing a loss of consciousness. She was reportedly diagnosed with severe hypoglycemia, and treated with an IV and injection. She was unsure of the medication administered via the IV and injection, but indicated this was a change to her normal medications. The customer also indicated she had attempted to counteract the medical event with orange juice and sugar, although she did not provide a time for her attempt to self-treat. No readings were reported. There was no report of death or permanent injury associated with this event.